Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer tested the iabp with a balloon and a trainer, and the iabp functioned normally. Getinge service was requested. A getinge field service engineer (fse) evaluated the iabp unit, tested it in rescue mode and was unable to reproduce the reported issue. However, the fse was able to verify error codes 106 and 124 in the iabp¿s diagnostic fault log on the date of the occurrence. The fse replaced the executive processor board per service manual recommendation and verified that the iabp unit calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during transport, the patient was being removed from the elevator at the receiving hospital. The cardiosave intra-aortic balloon pump (iabp) was wheeled past the elevator door, the iabp unit stopped pumping, the waveforms went flat line and froze, and the iabp generated a high pitch alarm tone. The unit was powered off. The nurse powered the iabp on, and the arrow kept spinning on the screen. The iabp emitted an alarm tone and would not enter normal operating mode. The patient was transferred to the hospital without incident. Upon return to the base, the iabp powered on normally. No patient harm, serious injury or adverse event was reported.